Manufacturer narrative:
The reported event was confirmed as design related. One sample was confirmed to exhibit the reported failure. An eggshell foley 3-way temp sensing catheter and drainage bag were returned opened without original packaging. Di water was not able to be passed through the drainage funnel using a slip tip syringe. Occlusion was noted. Destructive testing was done in an attempt to isolate the blockage. Sediment was found to be the cause of the blockage. A potential root cause for this failure could be "biological encrustation resulting in blockage." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unlikely to be caused by the user violating the information for use (IFU). The actual/suspected device was inspected.

Event description:
It was reported that the nurse have been encountering some issues with the foley catheters since they converted over to the latex catheters. The most prevalent issue was related to leaking and have multiple issues with leaking around the catheter. In these cases the leaking began after the catheters had been in several days without issue. Also stated there were instances where the user had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediment was noted which was not in the second one. The third issue was related to the temperature component not working. In several instances, it did not work at all and it only works when the user positioned in a certain way and then it gave an erroneously high temperature that was not confirmed orally or rectally. Per follow up on 14may2021, for the second sample, customer stated that the most prevalent issue was related to leaking. Customer had multiple issues with leaking around the catheter. In these cases the leaking began after the catheters had been in several days without issue. Two instances where customer had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediment was noted, not in the second. Stated that the third issue was related to the temperature component not working . In several instances it did not work at all, several it only works when positioned in a certain way, then a third where it gave a erroneously high temperature that was not confirmed orally or rectally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had been encountering some issues with the foley since they converted over to the latex catheters. The most prevalent issue was related to leaking and had multiple issues with leaking around the catheter. In these cases the leaking began after the catheters had been in several days without issue. Also stated there were instances where the user had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediment was noted which was not in the second one . The third issue was related to the temperature component not working. In several instances, it did not work at all and the several times it only worked when the user positioned in a certain way and then it gave a erroneously high temperature that was not confirmed orally or rectally.